Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, device interrogation revealed high voltage lead impedance on right ventricular (rv) lead. There were no signs of noise or no inappropriate shocks were seen on device. The lead revision was discussed. No further intervention was made. Further information was requested but not yet available.